Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Device evaluation-lens was returned dry in a small vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic torn. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -12.50/+1.0/080 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a longer lens due to the patient experiencing low vault and lens dislocation/subluxation. The problem has been resolved.

Manufacturer narrative:
The following information was not included in the initial report: the patient also experienced enlargement of incision. (B)(4).